Manufacturer narrative:
A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. The minerva IFU warnings section indicates: "forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage". The minerva IFU cautions section indicates: "a false passage can occur during any procedure in which the uterus is instrumented, especially in cases of a severe anteverted, retroflexed or a laterally displaced uterus. Use caution to ensure that the minerva disposable handpiece is properly positioned in the uterine cavity". Deployment of the device in a false passage likely results in the red/green indicator remaining in the red. The minerva IFU contraindications sections states: "the minerva endometrial ablation system is contraindicated for use in a patient where the array opening indicator is in the red zone following deployment of the minerva disposable handpiece". The minerva IFU troubleshooting section states: "if after performing the seating procedure, the indicator is still in the red zone, rule out the possibility of uterine perforation or false passage".

Event description:
A morbidly obese pre-menopausal woman suffering from menorrhagia secondary to aub underwent a minerva procedure. The sounding length was between 8 and 9-cm. Information on pfa length setting was not available. The device was inserted and deployed. Degree of device deployment (red vs green) was unknown. The uit was initiated, and passed successfully on first attempt. The ablation cycle started and was completed without interruption. Post-ablation hysteroscopy was not clear. For precautionary reasons the doctor performed diagnostic laparoscopy. No uterine perforation was seen, however evidence of serosal blanching was seen on the fundus of the uterus. General surgeon consult was requested and no bowel injury was seen. Later the same day, the patient continued to experience pain and discomfort and therefore was kept in the hospital. Four days later, patient underwent CT scan and was diagnosed with an abscess in the upper pelvic cavity. The patient was started on IV antibiotics and IV fluids. The next day the patient did not show any improvement and was taken to the operating room. On laparotomy, the uterus appeared intact with no evidence of uterine perforation. Evidence of fundal serosal blanching was present. Significant amount of adhesions were observed and a perforation of the small intestine was also identified. Hysterectomy and bowel resection were performed. Macroscopic evaluation of the uterine specimen post hysterectomy confirmed absence of uterine perforation and evidence of blanching to the serosa. The uterine cavity had minimal evidence of ablation, which was limited to the lower uterine segment of the cavity only. Of note was presence of a false passage, with evidence of ablation surrounded by a hemorrhagic ring typically seen post ablation. The patient recovered and was discharged.